Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a large hematoma and treatment consisted of manual compression. During the treatment the pt experienced a vasovagal response and was treated with atropine, CPR and fluids. The treatments were successful and no further complications were reported.